Manufacturer narrative:
Based on user provided information: pcr test - positive - (B)(6) 2024. Ihealth test - negative - (B)(6) 2024 8am. Ihealth test - positive - (B)(6) 2024 8am. Ihealth test - negative - (B)(6) 2024 8am. Ihealth test - positive - (B)(6) 2024 8am. This MDR cannot be confirmed because the retesting opportunity has passed and the dates between the pcr test and the ihealth tests are too widely spaced. The user purchased from amazon and can confirm that it is not a counterfeit product. The manufacturer retested the lot 231co20904 samplesat (B)(6) 2024 and no false negative were detected.

Event description:
Event details: I wanted you to be aware that two of the 5 covid-19 antigen rapid tests in a single package gave negative tests results, followed up right after by positive tests. Gtin (01): (B)(6) lot no. (10): 231co20904.